Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the phacoemulsification energy went to zero. The handpiece was exchanged with no resolution to the issue. Surgery was completed with no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).